Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that patient¿s ipg would not get a full charge. The patient will undergo a battery replacement.

Event description:
A report was received that patient¿s ipg would not get a full charge. The patient will undergo a battery replacement.

Manufacturer narrative:
Additional information was received that the patient will take no course of action. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that patient¿s ipg would not get a full charge. The patient will undergo a battery replacement.